Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's parents reported a decline in hearing benefit with the device since 2021. The recipient has been re-implanted.

Event description:
The recipient_s parents reported a decline in hearing benefit with the device since 2021. The recipient has been re-implanted.

Manufacturer narrative:
Combined initial / final report: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. The concerned device was explanted but has not been received for investigation yet.